Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal partially covered stent was implanted in the esophagus to treat a malignant lesion during a stent placement procedure on (B)(6) 2016. According to the complainant, during a barium swallow on (B)(6) 2016 six days post-procedure, the stent was noted to have migrated distally causing a small proximal portion of the lesion to be uncovered. The physician placed another esophageal stent within the first stent to complete the procedure and cover the full lesion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.